Manufacturer narrative:
Additional information: issue found during testing. No patient involvement. Added to section b5.

Event description:
Additional information: issue found during testing. No patient involvement.

Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The leak reported by customer was not confirmed during testing. No fault was found with the device. The drain fitting was replaced as a preventative measure.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was leaking at the drain elbow fitting that was connected to the enclosure. No patient injury or complications were reported in relation to this event.